Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Information contained in this report was previously submitted through asr/psr on 04/23/2012. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported moderate pain of the left breast and rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on radius side assessed as surgical impact opening (shell thickness within specification). Pain: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Patient reported moderate pain of the left breast and rupture. Device has been explanted.